Event description:
It was reported that the patient underwent an initial total hip arthroplasty and undefined time later a revision surgery was performed due to stem mobilization and osteolysis. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: metasul ldh, head, 46, code l, taper 18/20; item# 01.00181.460; lot# 2367382. Metasul ldh, head adapter, m, 0, taper 12/14-18/20; item# 01.00185.146; lot# 2374666. Report source- foreign: italy. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h10. Stem, head and head adapter were returned for investigation. Of note, no cup was returned. On the most distal third of the stem, it is possible to see bone ongrowth on all sides. The proximal part of the stem displays some signs of damage in the form of scratches. The neck of the stem shows some nicks, dents and scratches. The area just below the taper is discolored, most likely due to oxidation. The contact surfaces between the atem taper and head adapter and between the head adapter with the head, show signs of fretting corrosion. The flat surface of the head has some scratches. The articulating surface of the head has some milky, opaque areas most likely due to the contact with the acetabular cup. A review of the device manufacturing records confirms no abnormalities or deviations. Device used for treatment. Medical records were not provided. With the available information a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.